Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received from a manufacturer representative reporting that the known patients weight proximal to the time of the event was (B)(6) lbs., the manufacturer representative also reported that they have made attempts to contact the patient but have been unsuccessful at reaching them. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-20 additional information was received from a consumer regarding a patient reporting that the insr antenna had been received, and the patient was receiving a power on reset (por) warning displayed, the por was cleared and the patient programmer (pp) displayed recharge the ins information screen. The patient attempted to charge the ins, but received the adjust antenna location information screen. An antenna locate (al)recharge session was attempted but the patients model of insr is not capable of al recharge. A replacement insr was sent. No patient symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the insr antenna was causing a 375: antenna failure, and that the ins was overdischarged. The manufacturer representative reported that after being brought out of overdischarge (od) that high impedances were observed on electrodes 1, 2, 4, and 6. A replacement insr antenna was sent. No patient symptoms, and no additional device complications were reported for this event.